Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis and subsequently passed away. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. Approximately one month prior to the receipt of this report, dianeal therapy was discontinued and the patient was switched to hemodialysis therapy. On an unspecified date, the patient passed away to an unreported cause. It was not reported if the patient had recovered from the peritonitis event prior to death or whether an autopsy was performed. No additional information is available.